Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The unit ran for one minute then shut down. The fse replaced the battery and oxygen sensor and the issue was resolved. The unit passed est and performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the unit would not operate on backup battery power and did not recognize the external oxygen sensor during extended self testing (est). There was no patient involvement.